Event description:
An international distributor contacted dexcom technical support and claimed that on (B)(6) 2014 they were contacted by a patient who experienced a cgm inaccuracy on (B)(6) 2014. At the time of the call, the international distributor reported that the patient experienced no injuries and sought no medical intervention.